Event description:
Central supply tech cleaning feeding pump; noticed that water was inside and pump would not work properly. Manufacturer response for feeding pump, (brand not provided) (per site reporter). Manufacturer sent out a third party vendor (B)(4); the motor was bad; was repaired and returned to the facility.